Manufacturer narrative:
The manufacturer previously reported a bipap device's sound abatement foam became degraded and caused shortness of breath, headaches nausea and lightheadedness. The patient did receive medical intervention of permeant oxygen therapy. Repeated attempts to have the device's information were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused shortness of breath, headaches nausea and lightheadedness. The patient did receive medical intervention of permeant oxygen therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged to caused shortness of breath, headaches nausea and lightheadedness. There was no report of serious or permanent harm or injury. The reported events caused shortness of breath, headaches nausea and lightheadedness and their reported severity was reviewed by the manufacture's clinical expert. These events were assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2, has changed related to the complaint changing from the reported adverse events to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.